Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the battery cap was found to be hard to remove and insert; the slot on the top of the cap was stripped. A test battery cap was able to tighten securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user was unable to remove the cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.